Manufacturer narrative:
(B)(4). Date sent 9/11/2024 d4 batch # unk investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload (b) was received partially fired 1/10. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 339a24, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during an unknown procedure a lock out occurred during firing, which was resolved normally by pressing the knife reverse button, but left the staple line only half formed and the remaining staples unusable. It did not affect the patient, but the same situation happened twice, so the cartridge had to be discarded.